Event description:
It was reported that deflation issues occurred. The target lesion was located in the right coronary artery (rca). A 3.50x20mm promus element plus stent delivery system (sds) was used to treat the lesion. After deploying the stent and upon removing the balloon, the distal end of the balloon appeared to be still inflated "a bit smaller". The balloon did not collapse completely and the balloon was noted to be hard. There was no removal difficulties encountered. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).